Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that per the healthcare provider (hcp) the patient was in a car accident that resulted in a lead migration where one lead is no longer in the epidural space. The patient¿s car accident was in (B)(6) 2017, and their doctor did imaging in 2018, which revealed the patient¿s leads had moved. The doctor referred the patient for a revision. The patient had a surgical consult today. The plan was to have a total system revision in (B)(6) 2020 (percutaneous leads and ins). The issue was not resolved at the time of the report, but surgical intervention was planned. No further complications were reported/anticipated.